Event description:
Procedure: lap sigmoid colectomy. According to the reporter: a large amount of tissue was crammed into the jaw. The device broke and punctured ima. The patient was opened and the surgeon sutured to stop bleeding. The blade nipped this tissue bundle which include a portion of the ima prior to the staples engaging. Patient reported as fine. "Device broke" was stated as the "handle snapping".

Manufacturer narrative:
.